Manufacturer narrative:
(B)(4) evaluation summary: the device was serviced on-site at the customer facility. Visual inspection and functional testing were performed. The reported problem of a blank screen was confirmed during device evaluation. This condition was caused by a fuse issue which prevented the device from powering on; specifically, it was determined that the ac fuse was blown. The fuse and main batteries were replaced to correct the reported condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had a blank screen. It is unknown at which step of the process or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.